Manufacturer narrative:
The insulin pump was received with a blank display due to faulty battery tube.

Event description:
The customer called to report that the insulin pump had a blank display. Troubleshooting was performed, and the display remained blank. Nothing further was reported.